Event description:
It was reported that the device had undergone over-infusion. Details of the infusion : "free flowed 400 ml into a child. Infusion was d51/2ns and began at midnight. By 0130, 400 ml had delivered to patient which was 368.4 ml over the programmed rate and dose". There was a patient involvement but no harm caused.

Manufacturer narrative:
Omit : a1402 - excess flow or over-infusion (1311), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that the device had undergone over-infusion. Details of the infusion : "free flowed 400 ml into a child. Infusion was d51/2ns and began at midnight. By 0130, 400 ml had delivered to patient which was 368.4 ml over the programmed rate and dose". There was a patient involvement but no harm caused.

Event description:
It was reported that the device had undergone over-infusion. Details of the infusion : "free flowed 400 ml into a child. Infusion was d51/2ns and began at midnight. By 0130, 400 ml had delivered to patient which was 368.4 ml over the programmed rate and dose". There was a patient involvement but no harm caused.

Manufacturer narrative:
Omit : a2305 - misassembled (1398), g0405211 - retainer, g0405213 - screw, g0405212 - rivet, c1601 - assembly problem identified, d11 - cause traced to user.